Event description:
It was reported that when attempting to implant the preloaded intraocular lens (iol) in the right eye, the device got stuck and would not come out of the cartridge. The plunger "reaches the top of its travel" and did not eject the lens, which got stuck inside the cartridge. The surgeon opened the disposable injector and managed to remove the lens from the cartridge. Upon review of the lens under the microscope, the surgeon realized that one of the haptics was damaged, remaining separated from the optical body of the lens, therefore the lens was unable to be used and the surgeon implanted a non-johnson and johnson iol in the right eye. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. Section e1: telephone number: (B)(6). Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lower body broken and the cartridge removed from the handpiece, suggesting that the customer damaged it while removing the lens from the cartridge. Based on the return condition of the handpiece, no further product evaluation could be performed. The lens was cleaned and, one haptic was observed to be detached. The remaining haptic was measured and passed dimensional inspection. The complaint issue stuck in cartridge was not confirmed. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issue observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.